Manufacturer narrative:
(B)(4). Additional PMA/510(k) number k011028 / k013227.

Event description:
It was reported that the doctor opened the implant blister and noticed that the implant was missing.

Manufacturer narrative:
(B)(4). One implant packaging for (B)(4) was returned for investigation. Visual inspection of the as returned product identified an outer and inner vial with IFU documentation and no implant, fixture mount or cover screw within the packaging. The tamper evident ring on the outer and inner vial of the packaging was broken. No pictorial evidence was provided of the sealed product. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for screw-vent® implants 9665 rev 0 09/14 information identified: sterility shelf life product packaging technique information. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The complaint reported doctor opened the implant blister and noticed that implant was missing. The reported event is non-verifiable as the tamper evident ring on the outer and inner vial of the packaging was broken and no pictorial evidence was provided of the sealed product. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A root cause for this complaint could not be determined. (B)(4).

Event description:
No further event information is available at the time of this report.